Event description:
Abbott diabetes care received a user report from ansm which reported the following information: a healthcare professional reported a customer experienced skin irritation issues while wearing an adc freestyle libre sensor. He further reported the customer¿s skin was notable for the presence of ¿eczema, slight hyperkeratosis and maceration¿. On an unspecified date customer had contact with a healthcare provider who prescribed diprosone (betamethasone dipropionate, a corticosteroid), fonx (oxiconazole, an antifungal) cream and duofilm (salicylic acid, a keratolytic agent). A skin biopsy was also done. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The phone number is fictitious but was added to insure the successful submission of this report. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from (B)(6) which reported the following information: a healthcare professional reported a customer experienced skin irritation issues while wearing an adc freestyle libre sensor. He further reported the customer¿s skin was notable for the presence of ¿eczema, slight hyperkeratosis and maceration¿. On an unspecified date customer had contact with a healthcare provider who prescribed diprosone (betamethasone dipropionate, a corticosteroid), fonx (oxiconazole, an antifungal) cream and duofilm (salicylic acid, a keratolytic agent). A skin biopsy was also done. There was no report of death or permanent injury associated with this event.